Event description:
A pt reported blood glucose results of 116 mg/dl and 166 mg/dl "with a lifescan meter, performed within 10 minutes of each other." The pt also reported that the test strips were peeling, however, this issue would not affect the accuracy of the test strips. The techniques for applying the blood to the test strip and for cleaning the puncture site were correct. A control solution test was not performed. No injury or harm was alleged.